Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "issues with his basal infusion overnight," and that the ¿wake button sticks¿. Customer alleged ¿issue with basal infusion overnight¿ was potentially due to user error, however, customer declined to provide additional information and declined follow up from tandem technical support. There was no reported impact to the customer's blood glucose level.